Manufacturer narrative:
Investigation: the following allegations have been investigated: organ(mesenteric)/vc perforation, tilt, abutment, sciatica, stress, anxiety , mental anguish, worry, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abutment, sciatica, stress, anxiety , mental anguish, worry, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to pulmonary embolism (pe) while on anticoagulation. Patient is alleging device tilt, vena cava and organ (mesenteric) perforation and 'abutment'. Patient notes and further alleges experiencing "sciatica pain". I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" as well as physical limitations and worry. Per the (B)(6) 2017 CT abdomen without contrast: "findings: an ivc filter is present within the ivc. Tip of he filter terminates at the level of the right renal vein. The tip of the ivc filter touches the posterior wall of the ivc, consistent with tilt of approximately 25 degrees. The anterior right strut/limb extends through the anterior ivc wall with up to approximately 7 mm fat plane between the tip of the strut and anterior ivc wall. The anterior left strut extends through the anterior ivc wall. The fat plane is silhouetted by adjacent bowel loop but measures approximately 3.7 mm. The ivc filter appears intact without visible fracture. No ivc stenosis.

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation.